Event description:
On 09/28/2021, it was reported by a sales representative via phone that while the surgeon was using an ar-6068-90l quickpass lasso, the suture became stuck in the mechanism. The surgeon the used an ar-6068-90r quickpass lasso, as the same issued occurred. This was discovered during use in a meniscus repair on (B)(6) 2021. The case was completed by using a new ar-6068-90l.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon advancing the wheel/button.